Event description:
The patient went to an emergency room on (B)(6) 2011. An overdose was indicated. The baclofen/morphine mixture was removed from the patient's pump. The pump was refilled with just baclofen at the same daily rate and concentration (500mcg/m , 59.98mcg/day). It was noted that a bridge bolus was not necessary, as the primary drug (baclofen) remained constant. It was however discussed that even though the refill was performed yesterday ((B)(6) 2011), the patient was still receiving the baclofen/morphine drug mixture. A catheter dye study was performed at approximately 2 pm on (B)(6) 2011; and it was noted that a prime was not programmed to bring the drug to the tip of the catheter, so the patient had not been receiving any medication since 2 pm. The results of the dye study were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient's entire system was replaced; catheter/pump and drug. The reporter believed that the patient was "ok;" the "patient was flown in from another city." It was also believed that the drug was not compounded.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk.